Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks around the battery compartment. Customer's blood glucose was unknown at the time of incident. No further information was given.